Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Subsequently, an unspecified malfunction occurred. Customer¿s blood glucose level was 180 mg/dl. Multiple attempts were made to to follow-up with customer however, no response was received.